Event description:
It was reported that the lead exhibited noise. After the lead was explanted insulation damage was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the insulation was abraded which resulted in noise.